Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The customer reported package damage with sterility breech. The plastic part of the packaging appeared shriveled, as if exposed to extreme heat, resulting in many bd nexiva packages being opened and losing their sterility. Some packages remained intact; however, the shape of the IV catheter packaging was already compromised. The hospital is reluctant to use the products due to concerns regarding product safety and quality.

Manufacturer narrative:
The complaint of deformed packaging was confirmed; however, the root cause and source of the damage could not be determined. Five photographs of sealed 20ga nexiva unit packages from lot #5268353 were provided for investigation. A visual observation of the packaging revealed deformation that is indicative of heat damage. As the deformation in the packaging was conforming to components in the tray and as the manufacturing seals were partially separated, it is likely that the deformation occurred after the device was packaged; however, the observable features on the returned samples and photographs did not contain enough information to identify the source and time of deformation. A review of the inspection records and quality and manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. No other similar complaints from the implicated lot were identified. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.